Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation at below burst pressure the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
A1 - patient identifier: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a llongitudinal tear 49mm long starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced for dilation. However, during inflation at below burst pressure the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.